Manufacturer narrative:
Additional device product code: gff, gfa, hsz. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that 2.5mm drill bit was stuck and broke inside a drill guide during an unknown surgery. A second drill bit and drill guide were quickly retrieved and used to complete the surgery. The procedure was finished as normal; without any further device malfunctions or intra-operative events. There were no surgical delays or harm to the patient. This is report 1 of 1 for (B)(4).